Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed and the product was returned. Placement signal issue: clinical details report a trigger of psnr during case start. The user opted to continue without a ps. No further details were provided. Data logs were reviewed and the first rt log showed optical signal metrics aligned with an air gap (lamp maxed out, gain 2.6, snr 0, and the ps railed to 3000). The optical signal metrics and ps resolved for a matter of seconds before becoming abnormal again. Imc log review showed that during initial optical sensor calibration, the calibrated g0 was set equal to the factory g0 shortly after a line indicating that the snr was below the minimum threshold calibration procedure. These two things could be related to each other and the air gap noted in the first rt log. The pump was disconnected and reconnected, and the following attempts at reading the eeprom had issues. Again, this could be related to the fact that there was an air gap/poor connection of the patient cable plug to the console, though it could not be confirmed. The second rt log shows the ps generally railed to 3000. However, the raw optical signal shows a generally typical pressure trace for a short period when the values aren't railed. During this log and the remainder of the case (per lt log), snr 0, lamp 50%, gain 1.3, light 2.7, so some 5s parameters were abnormal values while others were as to be expected. This no longer aligns with the air gap characteristic. The returned pump was investigated and the optical 5s parameters were within expected range, it passed laser continuity, and when run in a bucket of water, psnr did not reproduce and optical 5s remained stable. Review of imc logs confirmed pump usage data was correct and the calibrated. G0 remained equal to factory. Since data logs were inconclusive and the returned product did not reproduce any of the noted issues, the cause of the placement signal issue could not be determined. Device history review was completed and passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the impella cp was plugged into the automated impella controller (aic) and priming was initiated. An alarm appeared indicating that the pump placement signal was not detected. The physician elected to proceed without waiting for an automated impella controller (aic) change-out. The patient was reported to have survived the procedure.